Event description:
Stent fractured at hunter's canal. This stent was placed in the distal sfa extending into the popliteal over the knee joint. Implant occurred in 2005 with recent follow-up 4 mos later. X-rays were taken of the implanted stent at this time to visualize affected vessel.

Manufacturer narrative:
E-mail copy of x-ray of actual complaint stent was received for evaluation.